Event description:
It was reported that during a selenia dimensions mammography system procedure (B)(6) 2025; system jumpiness was noticed during rotations. A field engineer assessed the system and found loose hardware within the device. The field engineer repaired and tightened all bolts within the vta (vertical travel assembly), performed necessary system calibrations and confirmed that the system is functioning to manufacturers specifications. No patient or user injury was reported.